Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA #2666889 and sa #ucc-21-4076-sa. Per CAPA #2666889 and sa #ucc-21-4076-sa: "the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool." The device was evaluated upon receipt. Drain valve replacement needed. Replaced drain valve. Control panel replacement needed. Replaced control panel. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A risk review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked at drain port and the arctic sun device did not boot up when power was on. Per follow up information received via mail on (B)(6) 2024, it was reported that the device was under investigation.